Event description:
Per the clinic, the device was explanted due to an infection at implant site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 19, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 5, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with IV and oral antibiotics (specific date and duration not reported). This report is submitted on january 03, 2023.